Event description:
It was reported that a patient experienced peritonitis followed by sepsis and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with vancomycin (1 gram, intraperitoneally (ip) and then every 5th day, frequency and duration not reported) and magnova (1 gram in first bag, ip and then 500 mg in each exchange, frequency and duration not reported) for peritonitis. On an unreported date, while recovering from the event of peritonitis, the patient experienced sepsis and an unrelated event. Three days after the onset of the peritonitis event, the patient died. The cause of death was reported to be due to sepsis and an unrelated event. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing until the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.